Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: visual visual inspection: the cannulated hexagonal screwdriver (part# 314.050, lot # 3439470, quantity # 1) was received at us cq. Upon visual inspection at cq, it was noticed the handle was discolored. Additionally, watermarks are seen on the device but there is no evidence of foreign substance on the surface of the device. Defect identified/ device failure was not confirmed. Investigation conclusion: the complaint condition was not confirmed for the cannulated hexagonal screw driver (part# 314.050, lot # 3439470, quantity # 1) as the device received was decontaminated and no residue was observed on the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 314.050 lot # 3439470 release to warehouse date: may 03, 2010 manufacturer: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant device is expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during field inspection and sterile processing, all the simili wood handle of the screwdriver are leaving residue in the peel pack. A brown spot making the responsible this complaint involves five (5) devices. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This report is 2 of 5 for (B)(4).